Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that customer states cm markings are rubbing off external length of PICC. Using chloraprep to clean device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of illegible labeling is confirmed; however, the exact cause is unknown. One photograph of a powerpicc solo was returned for evaluation. An initial visual observation of the photograph showed the device implanted in a patient¿s arm. The one centimeter depth marker was observed to be fading. No other damage to the device was observed in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that customer states cm markings are rubbing off external length of PICC. Using chloraprep to clean device.